Event description:
It was reported that shaft fracture and hole occurred. A rubicon 35 catheter-guide was selected for use in a possible occluded superficial femoral artery. During the procedure, after being flushed, it was inserted over the wire. Contrast was used and the wire reinserted, however, the wire would not come out the distal end. A few attempts were made and under xray, it was noted that the rubicon was fractured. The rubicon was simply removed intact together with the wire. When removed, it was noted that the rubicon had a hole/slit on it. The procedure was completed with another of the same device. No patient complications were reported.